Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 7 closed samples and 1 open and unused sample with the needle detached from the thread (thread is still wound on the pack). To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received are 1.01 kgf in average and 0.01 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). One of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). However, only 7 closed samples received have been received. Nevertheless, considering the open sample received with the needle detached from the thread, and thread is still wound on the pack, and the closed sample that does not fulfil the minimum, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open sample received shows the needle escaped from the thread. Final conclusion: considering the open sample received and the closed sample that does not fulfill the minimum, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle was not attached to the thread.